Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis. The date of admission was not provided, and the duration of pod wear prior to the hospitalization event is unknown. No specific blood glucose levels were reported. It was reported that the patient had been operating the omnipod 5 system in manual mode and subsequently switched to automated limited mode on (B)(6) 2025, due to lack of continuous glucose monitor (cgm) use. The patient reportedly was not using a cgm and not administering bolus doses during this period. No discharge date was provided, and no information regarding hospital treatment was reported. Attempts were made to follow up and gather more information but were unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.